Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the implantable cardiac monitor exhibited backup operation. The device was explanted and replaced.